Event description:
It was reported that the patient was on same program for three weeks and was getting leakage. The patient tried increasing the intensity, but then felt a ¿shocking sensation¿ when she increased. The patient was assisted in changing to program 1 at 1.1 volts which was a comfortable setting. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va07he4, implanted: (B)(6) 2013, product type lead. Product ID 3037, serial# (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).